Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 20 mmol/l; cause was due to occlusion alarm. Customer reverted to an alternate pump to address bg level. Customer changed pump supplies to address the issue.